Event description:
It was also reported that the pt had heard a sudden crack and other noises, sounding like metal, while walking. It was discovered that the liner was fractured, the pt was revised.

Manufacturer narrative:
Previously submitted-reference MFR report #1822565-2013-01371. Eval summary: the items were implanted with a smith and nephew head. This is considered an off-label use of the device as zimmer has not tested the compatibility of this combination of devices. As returned, the shell has bone in-growth and is heavily damaged. The upper bridge to the locking ring window is fractured. The liner was approx 50% of its rim fractured off. There is a witness mark on the convex surface indicating that the liner may have come partially out of the shell and remained for some time. X-rays were returned for review. Undated film shows that the head does not fully seat within the liner. This may be due to an incompatibility between the implants. The shell appears to be implanted correctly. Two films show a dislocated head that appears to be in contact with the rim of the shell. There is also a foreign metal object, likely the fractured locking ring window bridge. With the info provided, it is likely that the head did not mate well with the liner. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification.